Event description:
It was reported, that device alerts "high flow admin set required, remove cassette". When cassette is properly attached. There was no patient involvement.

Manufacturer narrative:
B3.: date of event, unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history found no previous repairs in the last 12 months. Review of the event history log found high alarms displayed, "high flow administration set required". The reported issue was confirmed by performing downstream occlusion test and upstream occlusion sensor tests. The device failed the uso test. Further investigation identified a detached downstream occlusion (dso) seal. The dso and uso sensors were replaced and calibrated to fix the issue. The repair was validated by performing an upstream occlusion sensor test. The device then passed all validation tests and software was updated.